Manufacturer narrative:
Additional information was received on 03-sep-2025 which indicated that per the reporter¿s knowledge, the catheter was not exposed to any liquids or chemicals. In addition, stated that they returned the original packaging along with the catheter which can be examined. The bwi product analysis lab received the device for evaluation on 09-sep-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool smarttouch sf and pieces of the outer polymer shaft coating seemed to be coming off. It was reported that pieces of the outer polymer shaft coating of the catheter seemed to be coming off on the physician's glove. This occurred while mapping with the thermocool smarttouch sf catheter in the right atrium, through an agilis sheath with the distal tip mapping. The catheter was immediately removed from the patient. When the catheter shaft was rubbed, blue coating could be removed. They exchanged the catheter with one from a different lot to continue the procedure. There were no issues with the second catheter. There were no patient consequences. Additional information was received. The issue was not noted before the first catheter was used in the patient. Neither the physician nor the scrub tech noticed the condition of the outer coating until the catheter had been in the body. There has been no patient consequence reported at this time. The patient did not require extended hospitalization because of this issue. The device was stored in an air conditioned, very large supply room that runs the length of the entire department. The ceilings are very high with only small, rectangular windows high on the exterior wall. The catheters were hanging on a metal rack that is also full of other ep catheters from biosense webster, inc. And other vendors. This has been the location of storage since they arrived at the facility. The devices were stored approximately 2-2.5 years. Unable to go back further in customer connect prior to (B)(6) 2023. The production and expiration date (29-nov-2022, 28-nov-2025). Shipping manifest was unavailable. Physician was concerned about the condition of the catheter. All the catheters with the lot number were removed from the shelf.

Manufacturer narrative:
The product has not returned for analysis, however, a pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool smarttouch sf and pieces of the outer polymer shaft coating seemed to be coming off. The device evaluation was completed on 12-nov-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, fourier-transform infrared spectroscopy (ft-ir), scanning electron microscopy (sem), and a thermogravimetric analysis (tga) of the returned device were performed. Visual inspection revealed braid exposed in almost all shaft area, flakes of shaft residues were getting detached. Due to the condition identified, a manufacturing meeting investigation was performed to determine the root cause of the issue. After concluding the investigation, it was identified that the ft-ir, sem, and tga analyses collectively indicate that the polymer material had undergone some form of degradation, induced by external environmental factors such as light exposure, humidity, or temperature fluctuations. The spectroscopic, morphological, and thermal data suggest alterations in the polymer¿s chemical structure, surface morphology, and thermal stability, pointing towards progressive degradation processes. However, despite these observations, the precise degradation mechanism and the specific pathways involved remain unclear. The assignable cause could not be determined, but this investigation suggests that environmental factors were involved. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The shaft issue reported by the customer was confirmed. The root cause of the issue is traced to the environmental factors. The instructions for use (IFU) contain the following statement in the packaging and sterilization sections: the catheter is supplied sterile. The catheter is secured in a two-piece thermoform tray and placed into a tyvek®/nylon film pouch, sealed, and placed in a box. Both the pouch and thermoform tray are sterile unless the package is damaged or opened. Store in a cool, dry, dark place. Storage temperature should be between 5°c and 25°c (41°f and 77°f). As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool smarttouch sf and pieces of the outer polymer shaft coating seemed to be coming off. A picture was received for evaluation following johnson & johnson medtech's procedures. According to picture provided by the customer, the outer polymer shaft coating of the catheter was observed peeled off with exposing the braided cable. Due to the findings during the photo analysis, a manufacturing investigation was performed, the manufacturing concluded that based on the investigation, it can be concluded that the customer complaint reported from smart touch bidirectional sf was not generated at the bwi juárez facilities, in accordance with procedures, all steps and key points were successfully executed in the packaging area and inspected as mentioned in the procedures. Due to the conditions in which the product was received, it is not possible to establish the root cause since the investigation indicated that the packaging of the product was in accordance and all the process was successfully documented in the DHR with the procedures established at the bwi juárez facilities. Based on previous information and the bwi packaging controls, this customer complaint is not related to the packaging process. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The physical device was returned for evaluation; further investigation will be performed under the physical device product investigation. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).